Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and signal too low. The customer did not know the blood glucose reading. She reported that a temporary basal had not been programmed prior to the unexpected restart alarm. She reported that the insulin pump had not been stored or not in use for an extended period of time. She stated that she had changed the battery out 6 times. Upon troubleshooting, it was found that the customer had rewound the insulin pump in place and was advised against doing so. She was advised to monitor the insulin pump and to call if the issues recurred. She was able to clear the alarm successfully and stated that she would obtain new batteries.